Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, and pump showed red light around button and repeated vibrations. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try specific button-press techniques and to connect pump to a working power source, but issue persisted, so technical support arranged replacement pump under warranty, advised customer to use multiple daily injections as backup insulin therapy, provided instructions for putting pump into storage mode and returning it within specified time frame, and informed customer that pump settings and continuous glucose monitor would need to be set up again on replacement device.